Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Weight: unk. Event problem codes: (B)(4). Evaluation, method - (other): work order search. Results - a lens work order search was performed and no similar complaint was found. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted an 13.2mm vticmo13.2 implantable collamer lens in patient's left eye on (B)(6) 2014. Lens rotation not associated to a low vault was noted and the lens was repositioned on (B)(6) 2014. The lens was explanted and exchanged for a longer length lens on (B)(6) 2014. This resolved the problem. Patient's last visit to the physician's office on (B)(6) 2014, ucva was 20/20.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Medical review - clinical studies have shown that toric icl rotation occurs in 0.5% of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patients anatomical structure, a short lens, haptic position, etc.). According to dp06-08-u use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst, etc). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).